Event description:
My daughter has had a mic-key since (B)(6) 2020. The mic-keys are designed to be changed every 3 months. As of late, my daughter's mic-key balloon continues to break every month and a half; resulting in hospitalizations. Here is a breakdown of dates it has broken: on (B)(6) 2020, (B)(6) 2021. I believe they are defective and may possibly need a recall. I participate in a (B)(6) support group and many other moms are having the exact same issue with the mic-key button. Please help. FDA safety report ID # (B)(4).